Manufacturer narrative:
Upon additional information this event will be updated.

Manufacturer narrative:
No additional information is available when it comes to the return of this device. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) with a charge time of 18.3 seconds and battery voltage of 2.78 volts. A capacitor reform was performed which showed charge times of 20.3 seconds, 21 seconds (eri), and the last one at 15.1 seconds. Premature battery depletion was alleged. No adverse patient effects were reported.